Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a short burning sensation in the center of the chest. Boston scientific technical services consultant explained the device tachycardia and bradycardia function, device therapies, latitude scheduling and transmissions. Further advised caller to contact clinician. As of this time, this ICD device remains in service. No adverse patient effects were reported.